Event description:
Patient reported right side capsular contracture, baker grade unknown. Healthcare professional reported capsule thickening and dense seroma. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma & capsular contracture baker grade unknown.

Event description:
Patient called to report "capsular contracture" and "dense seroma". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation, creases and wear abrasion completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient called to report "capsular contracture baker grade unknown". This record is for the right side. The device remains implanted.